Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence and infection with surgical intervention with device explant. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a (B)(6) male patient underwent hernia repair surgery on or about (B)(6) 2016. During the hernia repair surgery, the surgeon implanted a strattice medical device. After surgery, on or about (B)(6) 2016, the patient was diagnosed with infection, the mesh fixation was removed and an abdominal wall washout was performed then the mesh was re-attached. On or about (B)(6) 2017, the patient underwent a repair of a recurrent incisional hernia; implantation of new strattice mesh; adjacent tissue transfer rearrangement for an area of 25 x 10 cm; lavage and drainage of surgical wound; layered closure of the abdominal wall and implantation of drain. On or around (B)(6) 2017, the patient underwent repair of recurrent hernia and drainage of abdominal abscess. On or around (B)(6) 2017, the patient underwent a revision and removal surgery of the strattice mesh that was previously placed, including small bowel resection and lysis of adhesions. Pus was found at the mesh site and there were extensive adhesions of mesh to bowel. This record is associated with the second device implanted on (B)(6) 2017.

Manufacturer narrative:
This follow up is to report the results from the internal investigation and conclusion. Additional and/or corrected data: b5, d4, g6, h2, h6. Internal investigation into strattice lot sp100431 included a review of the reported information, review of the device history records, and a review of the complaint history records. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. As of of 10/12/2022, of the (B)(4) devices released to finished goods for lot sp100431, (B)(4) have been distributed with (B)(4) reported as implanted. Based on our internal investigation with no remarkable findings, and without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. As reported in follow up#1: this is follow up#1 to report that on 14/sept/2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100431-034. No other information was provided. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#2 to report the results from the internal investigation and the conclusion. The aware date of october 12, 2022 is based on when the batch record review was completed. As reported in follow up#1: this is follow up#1 to report on 14/sept/2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100431-034. No other information was reported. As reported in the initial: it was reported through a legal event that a 40 year old male patient underwent hernia repair surgery on or about (B)(6) 2016. During the hernia repair surgery, the surgeon implanted a strattice medical device. After surgery, on or about (B)(6) 2016, the patient was diagnosed with infection, the mesh fixation was removed and an abdominal wall washout was performed then the mesh was re-attached. On or about (B)(6) 2017, the patient underwent a repair of a recurrent incisional hernia; implantation of new strattice mesh; adjacent tissue transfer rearrangement for an area of 25 x 10 cm; lavage and drainage of surgical wound; layered closure of the abdominal wall and implantation of drain. On or around (B)(6) 2017, the patient underwent repair of recurrent hernia and drainage of abdominal abscess. On or around (B)(6) 2017, the patient underwent a revision and removal surgery of the strattice mesh that was previously placed, including small bowel resection and lysis of adhesions. Pus was found at the mesh site and there were extensive adhesions of mesh to bowel. This record is associated with the second device implanted on (B)(6) 2017.

Event description:
This is follow up#1 to report on 14/sept/2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100431-034. No other information was reported. As reported in the initial: it was reported through a legal event that a 40 year old male patient underwent hernia repair surgery on or about (B)(6) 2016. During the hernia repair surgery, the surgeon implanted a strattice medical device. After surgery, on or about (B)(6)2016, the patient was diagnosed with infection, the mesh fixation was removed and an abdominal wall washout was performed then the mesh was re-attached. On or about (B)(6), 2017, the patient underwent a repair of a recurrent incisional hernia; implantation of new strattice mesh; adjacent tissue transfer rearrangement for an area of 25 x 10 cm; lavage and drainage of surgical wound; layered closure of the abdominal wall and implantation of drain. On or around (B)(6) 2017, the patient underwent repair of recurrent hernia and drainage of abdominal abscess. On or around (B)(6) 2017, the patient underwent a revision and removal surgery of the strattice mesh that was previously placed, including small bowel resection and lysis of adhesions. Pus was found at the mesh site and there were extensive adhesions of mesh to bowel. This record is associated with the second device implanted on (B)(6) 2017.

Manufacturer narrative:
This is follow up#1 to report that on 14/sept/2022, pmqa received notification from legal that the lot associated with this event was found through discovery and is sp100431-034. No other information was provided. The internal investigation is pending and will be reported in a follow up report along with the investigation conclusion. As reported in the initial: this legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review of the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information reported, a relationship between the event and strattice cannot be confirmed. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.